Event description:
No aspiration was noticed despite the following system: hospital vacuum -200 mbar - canister - tubing with regulator medi-stop and suction cannula. Sometime canisters were bumped and temporarily resolved suction defects. Consequences: risks for child health. There was emergency intervention on a premature new born baby ¿ aspiration following a regurgitation/cyanosis.

Manufacturer narrative:
Two guardian¿ canisters with the lids attached were received at our manufacturing facility for evaluation. The lids were identified with a date code of 02-13 (february 2013) cavity #4 and 06-13 (june 2013) cavity #8. The canisters were identified with cavity #12 and #14. A visual examination of the samples was completed by quality and engineering management. It was noted that the first sample did have two of the three locking tabs broken off. No visual non-conformances were noted with the canisters and the basket assembly appeared to be in proper position. The samples were tested by our laboratory personnel. The units were tested with a vacuum leak test and also were set up to simulate usage with a gomco suction collection procedure. Both of the units functioned as intended with no issues surrounding lack of aspiration. Both units were assembled correctly and had good float movement. A review of the manufacturing device history record for the above referenced lot numbers was conducted. This investigation determined that all products were manufactured, inspected, and released in accordance to our established specifications for quality and efficacy. Based on the information provided, no specific assignable cause can be made. The returned samples functioned as intended. Without a positive assignable cause, no specific corrective action is possible with the information provided. No additional investigation is planned at this time. However, we will continue to monitor concerns such as these for possible future actions.